Event description:
It was reported the patient has had problems for three years following implantation of journey ii construct. The patient reported swelling, rash/edema on knee, pain, weakness, stiffness, and dislocating. The patient has had procedure to change out stitching, irrigation and debridement performed due to mrsa, procedure to put in new spacers, procedure performed due to patella not tracking. The patient reportedly has allergy to chromium, cobalt, nickel, stainless steel, and has had an unspecified reaction to poly.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our clinical investigation noted that no patient medical records were provided for review. Given that the patient has indicated he has (B)(6), his current symptoms cannot be solely attributed to his noted allergy to the plastics and metal used in his implants. Without knowledge of the patient¿s full medical history, or having medical records to review, there is no conclusive root cause for his symptoms. No further clinical assessment can be performed at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.